Manufacturer narrative:
Date of event.

Manufacturer narrative:
Date of event estimated. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement procedure. After use, the proglide device was inspected by a surgical tech and noted to be missing a foot. An attempt was made to locate the foot but was unsuccessful. Doppler was performed on the affected leg and no pulse was noted. A procedure was performed on the affected leg and vascular flow was noted. The patient was transferred to ICU [intensive care unit] for observation. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. The patient effect of occlusion is a potential adverse event associated with use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve replacement procedure. After use, the proglide device was inspected by a surgical tech and the device was missing a foot. An attempt was made to locate the foot but was unsuccessful. Doppler was performed on the affected leg and no pulse was noted. A procedure was performed on the affected leg and vascular flow was noted. The patient was transferred to intensive care unit for observation. No additional information was provided.